Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual analysis identified that when the device was actuated, it was possible to see that the carrier ends in a wrong part of the spring catch slot. During functional inspection, after deploying the device, the cage was unable to catch the suture. Based on the information available and analysis results, the reported allegations of the carrier bent, and device misfire could not be confirmed during the analysis. Additionally, the confirmed reported allegation of the cage failure to catch the needle could be related to the detected failure when the device was actuated. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure in the vagina, performed on (B)(6) 2023. During the procedure, the device misfired, and the carrier was bent and was not caught in the cage. Another capio slim was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure in the vagina, performed on (B)(6) 2023. During the procedure, the device misfired, and the carrier was bent and was not caught in the cage. Another capio slim was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire.